Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The product was not returned for investigation. The cause of high purge pressure was not determined due to inconclusive evidence per data logs and also due to device not being returned for investigation.

Manufacturer narrative:
Investigation summary ==> the product was not returned for investigation. High purge pressure: data logs were reviewed and several occurrences (>1500) of hpp alarms and purge system blocked alarms were found on 9/23 to 9/26. Also, 2 instances/occurrences of hpp alarms on each days (9/17, 9/18 and 9/20) which was quick rise of 1 to 1.5 min mostly or sometimes 2 min rise as maximum. The pp resolves quickly by a drop within 1 minute or max 2 mins on few instances. These above events trend likely indicate that there was some temporary kinking in purge line causing quick hpp events. There was no mc spike observed, pump flows were within normal specification per design during hpp alarm instances from 9/23 to 9/25. Gradual rise in purge pressure for 3 hrs 23 mins approx with no pump flow saturation or any mc trend, variation or spike. Initial rt log showing the start of rise in purge pressure on 9/23 was missing. The next rt log shows a gradual in rise in pp and drop in purge flows with no mc, pump flows impact. The purge flows ticks take a long time ticking at 19, 27, 29 mins long approximately. The next rt log show purge pressure high alarms trigger. Purge flow ticks are stalling slowly post the long purge ticking at 30, 34 mins approximately. As per clinical it was reported for high purge pressure alarms on 9/23 to 9/25. It was mentioned tpa addition resolved the purge issues. But based on logs the purge issues never resolve until 9/26 or till end of case. The cause of high purge pressure was not determined due to inconclusive evidence per data logs and also due to device not being returned for investigation. Device history lot ==> device lot: 1955139 device history batch ==> subcomponent: . Device history review ==> the pump s/n (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. During support, the local clinical team reported a high purge pressure alarm, and tissue plasminogen activator (tpa) lytic therapy was administered. The hospital site team acknowledged that the impella cp had been in use longer than the recommended duration of five days and did not attribute the event to a device malfunction. The patient¿s condition stabilized, and the impella cp device was subsequently weaned and explanted.

Manufacturer narrative:
Corrected data: d4 serial and UDI numbers updated/corrected.

Manufacturer narrative:
Corrected information was provided in d6b (explantation). The previous explant date (B)(6) 2025 was reported in error. The correct explant date is (B)(6) 2025. Corrected information was provided in d7a (is this a single-use device?). Upon review, it was identified that it had been inadvertently submitted in error in the initial report. Corrected information was provided in g1 (manufacturing site name). Upon review, it was identified that the information was inadvertently not submitted in the initial report. Additional information was provided in b5 (event description). Upon review, it was added due to new information received. The cause of high purge pressure was not determined due to inconclusive evidence per data logs and also due to device not being returned for investigation.

Event description:
Additional information was received indicating that the impella was successfully explanted on (B)(6) 2025 without device malfunction, and the patient was discharged from the hospital.